Manufacturer narrative:
Lead: model unknown, lot# unknown, implanted: unknown, explanted: unknown.

Event description:
Additional information received reported the lead was fractured distal to the lead/extension connection. No further diagnostics were performed. The lead was going to be replaced in the future, but no date had been set. The patient outcome was not known.

Event description:
It was reported that impedances on a brand new implant were below 100 ohms for all bipolar electrode pairs between electrodes 8 and 11. The plan was to retest the lead with the other extension. Patient information could not be obtained. Additional information has been requested, but was not available as of the date of this report.